Manufacturer narrative:
Concomitant products: product ID 3389s-40 lot# va1clt7 serial# implanted: (B)(6) 2017. Explanted: product type lead product ID 3389s-40 lot# va1clt7 serial# implanted: (B)(6) 2017 explanted: product type lead product ID 37603 lot# serial# (B)(4). Implanted: explanted: product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that the patient's electrodes were not ideally placed, and as a result the hcp will be removing and replacing both electrodes. A stage 2 will not be needed as they are connecting to existing batteries. The surgery is to take placed on (B)(6) 2017. No further complications are anticipated.